Event description:
Patient received a stent (B)(4) on (B)(6) 2015. Location of lesion was lad. Procedure was completed and patient condition was good after procedure. Patient presented on (B)(6) 2015 with ami, angio was performed full thrombosis of stent was treated with 2-xience stents. Patient expired on (B)(6) 2015. MFR. # 3003084171-2015-00001.